Event description:
Customer initially reports tip broke. On (B)(6) 2014, customer reports this is a miscellaneous collection of devices over recent past, with no patient harm done. Doctor uses preventive measures to protect patient from swallowing pieces. No details regarding any patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated on the reported information.